Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends demonstrated a stable lead impedance of 750 ohm between (B)(6) 2014 and (B)(6) 2015 with a slight increase in the end of (B)(6) 2015. The shock impedance showed to be stable at 70 ohm between (B)(6) 2014 and (B)(6) 2015. The analysis of the available iegms confirmed the presence of noise on the rv channel which led to vf detection and shock delivery. No conclusion can be drawn regarding the root cause for the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
On (B)(6) 2016 -we were provided with a corrected implant date.

Event description:
Ous MDR - after an implantation period of about 3 months, oversensing with inappropriate therapy was reported. The lead was replaced, but not returned to biotronik for analysis.